Event description:
Lirc number: (B)(4). Reason for revision unexplained but patient suffered pain and impaired function.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided product and lot code combinations since their release to distribution. It is not known if the reporting is similar as the reason for revision has not been provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.